Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2020 with blood glucose in the 30 mg/dl range at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had started working out and dieting which was causing lows. The customer reported going into diabetic ketoacidosis and dropping to 23 mg/dl on (B)(6) 2019 as they were hospitalized and off the pump. The insulin pump will not be returned for analysis.